Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator performed a reboot while connected to a patient. No injury reported. The ventilator was replaced.

Manufacturer narrative:
Draeger received the information that the hospital is replacing many evita xl ventilators including the affected one with new ventilators. Neither the complete log file nor the device itself was provided for the investigation. The affected device was analyzed by the hospital biomed and the error code alarmed on the date of event was report to draeger. It was reported that the device was tested by running for ten days and performing a full preventive maintenance tests as per test instruction. During both tests the device showed no deviation and worked as intended. Based on the provided error code and the device analysis performed by the biomed no root cause could be determined. Based on the available information the device reacted as specified to the deviation by initiating a warmstart in an attempt to solve the issue. During a warmstart, the evita opens the airway system to allow for spontaneous breathing and generates an audible alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the latest set parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume.

Event description:
Please refer to the initial-report.